Event description:
During a ventricular tachycardia ablation procedure, a steam pop and perforation occurred in the right ventricular outflow tract (rvot) requiring a pericardiocentesis and surgery. The patient was having ventricular tachycardias (vt) that were mapped to the rvot. The ablation catheter was moved to the earliest signal and started ablation. After several ablations, the physician heard an audible pop the physician came off ablation and waited. Shortly after he came off ablation, it was noted that the patients pressure was dropping. Ice was done which revealed a perforation. A pericardiocentesis was performed, and the patient was taken to surgery where the steam pop was sutured closed. The patient is stable and recovering.

Manufacturer narrative:
Additional information: g3, h2, h3, h6. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported steam pop and perforation remains unknown.